Event description:
Device not working properly [device failure] ([blood glucose increased]). Case description: this spontaneous case, reported by a consumer as "high blood sugars", concerns a male patient using a novopen 3 (insulin delivery device) (device start date unknown) for insulin-requiring type ii diabetes mellitus. Medical history includes parkinson's disease. In 2007, the consumer stated that the device in question was not working properly and felt that it was not delivering the amount of insulin it should have. The consumer reportedly used a vial and syringe to treat his high blood sugars at that time. Eleven days later, the patient again reported that the device in question was not providing him with the proper dosage of insulin and he subsequently went to the hospital. Treatment therapy is unknown. The overall outcome is reported as "recovered." Reporter's casuality: unknown. Novo nordisk casuality: reportable. Company comment: this case was initially reported as non-serious and was reclassified as serious based on follow-up information (patient hospitalized).